Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an error code. There was no patient injury reported.

Manufacturer narrative:
Additional information was received on 31-aug-2022 and attached into the complaint object. All issues found with these devices were found during testing at our facility. No patient involvement was indicated to the reporter or to the technician at the time the device was received at their facility for repair and recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal is worn. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes were not able to be downloaded from the device event history log. Results: the customer reported problem was duplicated. Error code 41786 was found in the device when going into multi-user mu mode. When powering up, the screen loads up the downloading screen. Root cause of the reported event would be attributed to the need to reinstall the software. Who caused the reported event is unknown and could not be determined. The software will be reinstalled in addition to performing preventive maintenance. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.